Manufacturer narrative:
Device evaluation: the device related to the reported events rupture and lymphadenopathy was received on november 13, 2025, with lot number 2519733. Per the investigation procedure, the device is analyzed through visual inspection microscopic inspection if openings are observed and a weight verification. Per the analysis performed, the assessments of the complaints and any potential manufacturing issue are displayed along with any further actions required: rupture: observed an opening through microscopic inspection assessed as unidentified (tear) opening and two openings through microscopic inspection assessed as surgical damage. No further actions are required as it is not related to the manufacturing process. Lymphadenopathy: unable to observe through visual inspection as it is a physiological phenomenon. None of the other observations performed during the device analysis (creases) are found to be potentially related to the manufacturing process, and, therefore, no further actions are required for these observations. Additional, changed, and/or corrected data: d.9., h.2., h.3., h.6.

Event description:
Healthcare professional reported device rupture, enlarged lymph nodes, siliconomas and cysts. This record is for the right side. The device was explanted, replaced with a non-abbvie device and will be returned.

Manufacturer narrative:
E1. Phone number continued: (B)(6). A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, lymphadenopathy.

Event description:
Healthcare professional reported device rupture, enlarged lymph nodes, siliconomas and cysts. This record is for the right side. The device was explanted, replaced with a non-abbvie device and will be returned.